Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: hernia. According to the reporter: balloon on trocar popped. Current patient status: good did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: no there was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. Device fragment or component falling into the patient&#39;s cavity? No device fragment left in the patient? No if applicable, what was done to correct this condition? Used another device.